Manufacturer narrative:
Patient ID requested from site, but not provided. The rest of patient demographic info is now provided.

Manufacturer narrative:
Patient information has been requested, but not provided. The medtronic representative was able to reproduce the issue during simulated use testing on a model head. Suspect instruments are likely bent as a new instrument set verified and navigated without issue with the same system. Suspect instruments have not been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that the site's fusion instruments were inaccurate while using them in sinus surgery. The shaver blade was accurate in the same case. The shaver does not require verification prior to use, but the other instruments do.